Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The representative mentioned that she recalled another instance with temporary high impedances.